Event description:
The customer reported to a baxter representative that one y-type irrigation set was alleged to have a bent spike, which occurred during spiking. There was no report of occlusion as a result of the reported event. There was no report of patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is currently available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition was confirmed during a visual inspection, as one spike was found to be damaged. However, the root cause could not be identified. A batch review could not be conducted as the lot number was not available. Should any additional information be made available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Evaluation is pending receipt of the sample. Upon completion of the evaluation, or should any additional information be made available, a follow-up MDR will be submitted.